Event description:
On 09 december 2022,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation shows the led crashed, as observed during in-vitro testing and during review of in-vivo data. The esr with ec #1 alert was caused by no glucose signal returned upon calibration, leading to low msp values. The system correctly disabled the sensor due to performance failure. As part of resolution, the RMA was authorized to issue a sensor replacement.